Manufacturer narrative:
Replace ni with july 15, 2021. The device was received for evaluation. Visual inspection with the naked eye and magnification identified the female connector was separated from the light blue mainbody. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing related due to inadequate solvent bond between the female connector, insert chip, and mainbody. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector ("dark blue portion") separated from the twist clamp of a minicap extended life pd transfer set . This event occurred when they tried to "disconnect from the patient line". The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.